Manufacturer narrative:
This MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found that the left case damaged. Bottom case was cracked around pole clamp embossments. During occlusion testing, the motor rate error was found. The root cause of the reported issue was found to be the stepper motor does not operate as intended. The stepper motor was replaced, cleaned and the whole motor assembly greased. Performed occlusion test which passed.

Event description:
It was reported that there was a motor rate error, plunger case. No patient injury was reported.